Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 85 percent stenosis degree. It was not possible to pass the lesion with the orsiro stent system, the device was removed from patients body and a deformation was noticed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent outwards and are everted. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation, however, dried contrast medium was observed up to the proximal balloon shoulder, indicating the application of negative pressure prior to the placement of the stent across the target lesion. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that pre-dilatation of the lesion is mandatory.